Event description:
The customer contact reported the battery was swollen. The device was returned to the biomedical department for a report of when the nurses tried to turn on the pump, it gave our an error 66. No tracking info was provided; therefore specific patient info, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device battery was swollen. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.